Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for clinical followup with post paced twave oversensing on the right ventricular lead. Oversensing was noted on the stored egm. Device was reprogrammed successfully and patient is doing well.